Manufacturer narrative:
(B)(6). Section g4, PMA/510(k) number: the rt319 bi-level/CPAP circuit is not sold in the united states of america (USA) but instead a similar product, under the 510(k) number k983112 is sold. Method: the subject rt319 breathing circuit was not received at fisher & paykel (f&p) healthcare in new zealand for evaluation. Our evaluation is therefore based on the information, video and photographs provided by the healthcare facility. Results: review of the provided video and photographs confirmed a damage on the inspiratory tube of the subject rt319 breathing circuit. Conclusion: the reported leak was most likely due to the damage observed on the inspiratory limb of the rt319 breathing circuit. Without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt319 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt319 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor on behalf of a healthcare facility in china reported, that rt319 bi-level/CPAP circuit was broken after 5 days of use. There was no reported patient consequence.